Event description:
It was reported that the customer's blood glucose was 40 mg/dl and she was treated by emergency medical services. The customer declined to go to the hospital. This occurred after she failed to hear an alert on her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).